Event description:
It was reported that the colonovideoscope produced noise when angulation was applied. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. E1 - (initial reporter establishment name)-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the noisy image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle had foreign objects. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image was damage to the image sensor unit. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.